Event description:
A dissection in the left iliac artery (lia) was noted post transfemoral tavr procedure. Insertion difficulties were encountered during serial dilation of the left common iliac artery. A 20fr expandable sheath (esheath) encountered difficulties at the same site, but was successfully positioned. Resistance was encountered during insertion of the balloon aortic valvuloplasty (bav) balloon, but the balloon was inserted and bav was performed. Significant resistance was also encountered during the removal of the bav balloon. Fluoroscopy indicated an abnormality/kink in the esheath at the site of the resistance. The esheath was removed and a new esheath was prepared. A lunderquist wire was inserted with the new esheath to straighten the access vessel, resulting in smooth placement of the esheath. A 29mm sapien xt valve and novaflex+ (nf+) delivery system (ds) were inserted. Resistance at the same site was encountered. Following multiple, unsuccessful attempts to push the valve through the esheath, the valve, ds and sheath were removed as a unit. Following removal, inspection of the esheath indicated a severe kink in the sheath. It was also noted that the valve had cut into the sheath and one of the frame struts appeared to be pushed inward. A 24fr gore sheath was then inserted over an extra stiff amplatz wire, alongside the lunderquist wire. A new 29mm sapien xt valve was inserted and encountered the same resistance. Traction was used on the wire and sheath to successfully pass the valve through and into the abdominal aorta. The valve was successfully deployed. A severely stressed area was noted on the gore sheath following removal. Percutaneous closure was performed and the patient was transferred. Later in the day, the patient lost the pedal pulse in his left foot. He was returned to the or and a dissection was noted at the site where the sheaths had kinked. An endarterectomy was performed to repair the dissection. At the time of this report, the patient was stable and recovering. The patient¿s access vessel¿s minimum luminal diameter (mld) was 7.9mm with mild calcification and severe tortuosity noted. Focal calcification at the site of the insertion difficulties was also noted.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 20fr esheath is >7.0mm. The patient¿s access vessel mld was 7.9mm with severe tortuosity and focal calcification. In this case, patient factors (severe tortuosity and focal calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.